Manufacturer narrative:
Concomitant medical products: product ID: 8709sc,serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient reported that her pain pump was removed after the last 2008 implant done due to infection. It was noted the patient also/still had a diabetes pump (on (B)(6) 2015). The health care provider (hcp) reported that the patient had a history of diabetes. The patient first started experiencing the infection for "weeks/months." Antibiotics were administered prior to the explant. Cultures were taken to determine the cause of the infection. The infection had been resolved. The indications for use were non-malignant pain and other non-malignant pain. Drug information on the medication being delivered by the system was unknown. If additional information becomes available, the event will be updated.